Event description:
Symptom: the original design nav-ring functionality is unresponsive or intermittent.cause: the original design front bezel has a locating notch (figure 1) molded into the plastic and the nav-ring overlay has a locating cut-out, both were used for alignment during manufacturing and service. It has been determined that the nav-ring cut-out is susceptible to liquid ingress causing the nav-ring to be non-responsive. This typically occurs when cleaning agents were sprayed directly and repeatedly onto the nav-ring assembly.======================manufacturer response for respironics v-60 ventilator, v-60 ventilator (per site reporter).======================action for performance - retrofit on failure.remedy: replace the original nav-ring by installing a 2nd generation front bezel which remove the molded notch in the ui front bezel as well as the cut-out in the nav-ring overlay. This will improve the robustness of the nav-ring assembly and greatly reduce the susceptibility of liquid ingress.